Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 468 mg/dl at time of incident and current blood glucose level was 428 mg/dl. The customer did not want to troubleshooting for high blood glucose. Customer treated with insulin pump for high blood glucose. The insulin pump will not be returned for analysis.